Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the right side of the controller display gradually diminishing in intensity. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a faulty lcd display module, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller has been returned to the manufacturer; however, completion of the analysis is pending. The instructions for use and patient manual warns that if there is a controller failure, the controller should be switched to the back-up controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator in the (B)(6) reported that "half of the controller screen not readable anymore." A controller exchange was performed. It was reported that there was no effect on the patient.